Event description:
This 42-yr-old female underwent bam in 1982 with silicone gel implants. As the procedure was performed at another facility, the device MFR is not known to reporting facility. Due to the pain, med problems, & a diagnostic study which demonstrated a rupture of the right implant, the pt chose to have them explanted. Gross exam: the right implant was focally ruptured. The left implant was intact.